Event description:
Account alleged that the bed has a short, no power to the bed. No patient impact.

Manufacturer narrative:
Technician found the power supply board is corroded, causing some resistors to burn. The technician replaced the power supply board to resolve the issue.